Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the titanium adapter during peritoneal dialysis therapy on the homechoice device. The patient was connected and in drain two of seven at the time of event. During the follow up, the nurse stated that the patient tugged on the transfer set and it disconnected from the titanium adapter. The technical service representative assisted with ending the therapy. Both the transfer set and adapter had to be replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.